Manufacturer narrative:
Block h6device code a051104 difficult to open or close captures the reportable event.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used in the stomach during an esg procedure on (B)(6) 2023. During the procedure, the needle body was not aligned and engaged with the anchor when performing the anchor exchange. The device failed to pass the suture needle as the device was not able to close.

Manufacturer narrative:
Block h6 device code a051104 difficult to open or close captures the reportable event. Block h10 device product analysis. The returned overstitch endoscopic suture system was analyzed, and a needle driver and anchor exchange were returned. There are no abnormalities visually observed. Under microscopic analysis, the needle body is straight. The anchor exchange release button was within the appropriate travel distance of the release handle. The inside of the receptacle was observed while pressing the release button. The latch, hard stop, and opener were all observed; the opener passed under the latch while advancing towards the distal end of the receptacle. The endcap holder was installed on the endcap for testing and alignment pin was used. When the handle was depressed, the needle body tip entered the alignment pin hole without bending or flexing. A sample suture anchor was loaded into the anchor exchange, and the exchange was advanced into the endcap holder. When the needle driver was actuated, the anchor engaged to the needle body. The reported event was not confirmed. Labeling review. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Risk review. A risk review of the overstitch ess was completed and confirmed that the event of needle shaft failure to align and needle shaft failure to close were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device history review. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Investigation conclusion. It was reported that the needle shaft failure to align and needle shaft failure to close. However, visual and functional evaluation showed no abnormalities and for this reason the investigation conclusion assigned to this event is no problem detected.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used in the stomach during an esg procedure on (B)(6) 2023. During the procedure, the needle body was not aligned and engaged with the anchor when performing the anchor exchange. The device failed to pass the suture needle as the device was not able to close.